Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The analyst noted that the outer insulation was breached at 5.5 cm from the connector. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the product was returned for an unknown reason and tested out-of-specification. No patient complications have been reported as a result of this event.